Event description:
It was reported that unstable speed occurred. The target lesion was located in the coronary artery. A rotapro 1.75mm was selected for use. During rotation in the high-speed mode, it was noted that although the set rotational speed was 140,000, the maximum rotational speed was found to be 160,000 rpm. Additionally, it was noted that during rotational grinding a stall occurred. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
E1(B)(6).